Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One 3.0x27mm nc euphora balloon catheter was attempted to be used to treat a lesion. The balloon was used multiple times during procedure (around 5 times and as high as 20atms), including for pre-dilation. The device was inspected with no issues. Negative prep was performed with no issues. It is reported that the balloon burst during balloon inflation at 20atm, when the balloon was being used to post-dilate a 3.0x38mm resolute stent. No patient injury is reported. Another 3.0x27mm nc euphora was then used to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.